Event description:
It was reported that the lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal segment was received in very bad condition. The lead was a medtronic lead, but model number cannot be identified. (B)(4).